Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced oozing at the site, pressure was held, placed pressure dressing in addition to receiving one unit of red blood cells. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was not received from the customer and therefore, the root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿